Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs plus meter serial number (B)(4). At 9:49 a.m., the patient tested a sample on the meter (test strip lot number unknown) and the result was 4.4 inr. At 10:15 a.m., a sample from the patient was tested in the laboratory using the stago method, resulting as 2.4 inr. At 1:12 p.m. On (B)(6) 2018, the patient tested a sample on the meter (test strip lot number unknown) and the result was 5.8 inr. At 1:36 p.m. On (B)(6) 2018, a sample from the patient was tested in the laboratory using the stago method, resulting as 2.7 inr. The patient's warfarin dose was not changed based on these results. At 12:25 p.m. On (B)(6) 2018, a sample from the patient was tested on the meter (test strip lot number 30497413), resulting as 1.7 inr. A venous sample was collected from the patient and tested in the laboratory using the stago method at 1:39 p.m. On (B)(6) 2018, resulting as 2.6 inr. The patient's warfarin dose was increased based on the laboratory result. No adverse events were alleged to have occurred with the patient. The patient's health overall is fair to poor. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once every two weeks. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have bleeding or bruising. The customer did not know if the patient had any changes in diet, illness, or medications. The customer's product was requested for investigation and replacement product was sent to the customer. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.